Event description:
Information received by medtronic indicated that the customer reported insulin pump was not working. It was reported that the insulin pump fallen off and damaged, also there was crack on the battery compartment rim and insulin pump not working anymore in manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. Unknown, retainer ring = black, case type: ngp. Customer returned pump for an alleged cosmetic damage on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank flashing medtronic logo display. Unable to download or perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator. The following were noted during visual inspection: cracked keypad overlay, scratched lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged blank display confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.